Event description:
Affiliate reported that the ventricles of the pt's brain were too large, therefore, the doctor changed the pressure lower. Since the situation did not change and the valve needed to be replaced. It was implanted in 2008 and replaced at about 25 days later.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.